Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (b5): event description (d10): device available for return.

Event description:
Additional information received from affiliate reporting the suture broke during an arthroscopic rotator cuff repair and the suture was in contact with an instrument during breakage. It was also reported an arthrex¿s suture passer was used instead and a suture cutter was not utilized. The affiliate also reported the surgeon utilized proper suture management.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: device history: no nonconformances were identified for this part number, lot number combination. H3, h6: investigation summary: the device was received for evaluation. Only two pieces of suture and the inserter were returned. Visual inspection revealed no anomalies on the inserter. The two pieces of suture received had frayed tips indicating that they had broken. There was no further information provided that would help determine the root cause of this failure. One potential root cause was that the suture could have come in contact with a sharp instrument or an excessive force was used to tighten the suture. The fraying of the suture could be an indication of this. This compliant can be confirmed. The suture was taken to a lab and pull tested. The minimum requirement for this type of suture is 208 n. Both sections of the suture were pull tested until they broke, and they exceeded the minimum 208 n limit. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that when they needed to pull the rope out, the two are separated. The rope is no longer on the 5.5 healix advance anchor with orthocord and needles. There was no patient consequence.